Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01719 / 01720). Remains implanted.

Event description:
Patient alleges dislocation, pressure, audible noise from joint, and instability of right knee approximately 4 years post-implantation. Patient further reports an alleged fall due to instability. No revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.